Event description:
It was reported that during power check an alarm occurred. The event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
E1: reporter phone number: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified the complaint was not related to a previous service of the device within the review period. Error history log confirmed that there was a record of error code 1261 and 1210. Functional testing confirmed the reported issue. The reported issue was confirmed but the cause could not be determined. Software was reinstalled preventively. Device passed all functional tests.